Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. No telemetry or communication was possible with the device and there was no device data from remote monitoring available. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery revealed a depleted cell with no battery-related failure identified. Therefore, the root cause of the premature battery depletion cannot be confirmed.

Event description:
It was reported that this product was returned due to normal battery depletion, with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.